Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Unable to verify excessive no delivery alarm due to motor error alarm.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 250mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.